Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported via the manufacturer's representative (rep) they stopped charging their battery about three months ago, and was no longer able to turn the implantable neurostimulator (ins) on. It was further reported the ins was in overdischarge and two-sixty minute reset sessions were performed with no response, and the issue wasn't resolved. The patient was going be scheduled for a battery replacement but it hadn't been scheduled yet. Relevant medical history includes failed back surgery syndrome and spinal pain.